Event description:
Ous MDR - it was reported that an out-of-range impedance was noted (> 150 ohm) on the lead. During a follow-up all parameters, except for shock impedance, were ok. A provocation test confirmed the out-of-range values of shock impedance. After the test was completed it was not possible to interrogate the device. The lead was capped and this ICD was explanted, but no explant date was provided. ICD was returned for analysis.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. Upon receipt the ICD was not interrogable, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include -but are not limited to- a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.